Event description:
It was reported that the patient passed away.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a routine transplant. The pump operated correctly. The patient did not pass away.

Manufacturer narrative:
Section b5 and h6 updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6b - date of explant: corrected. H6 - adverse event problem health effect and medical device problem code: corrected. Manufacturer's investigation conclusion: it was originally reported that the patient expired; however, further information communicated by the account stated that the outcome had been incorrectly reported. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2024 when the patient underwent a routine heart transplant. The device operated as expected and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.